Manufacturer narrative:
Final analysis found that the lead experienced clavicular crush at 24 cm to 26 cm from the connector pin. All five proximal coil filars were fractured by being repetitively crushed. The proximal and distal insulations were broke open by the clavicular crushing allowing the proximal and distal coils to short together causing the reported low lead impedance.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead exhibited low lead impedance of 260 ohms. The lead was explanted and replaced.